Event description:
The neurostimulator incision site would not heal; the incision was opened. It was felt that changing the system in a pocket that had several previous surgeries, was cause to wound not healing. The neurostimulator was replaced and moved to the other side. The pt experienced no further problems.

Manufacturer narrative:
(B) (4).